Manufacturer narrative:
A review of the manufacturing paperwork has been requested. The review of the manufacturing paperwork verified that this lot met all pre-release specification. Please note attached list of additional devices implanted in patient; gore tag thoracic endoprosthesis tg2815/lot#04416471.

Event description:
In 2007, device tracking systems received an update request reply record. The patient was implanted with two gore tag thoracic endoprostheses in 2006. According to the information received by device tracking systems, the patient deceased approximately 30 days after the surgery. Further investigation is necessary.